Manufacturer narrative:
Batch review performed on 09 april 2018. (B)(4).

Event description:
On 12 march 2018 the sales agent was informed that the patient came in complaining of a limb length discrepancy and that the surgeon plans to revise the hip on (B)(6) 2018. On (B)(6) 2018 the surgeon revised the head and liner. The surgeon implanted a 54/28 liner and a 28 mm head. The surgery was completed successfully.